Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that on the event date, when ¿they first started me out on the amount,¿ referring to the pump medication, the next morning ¿I couldn¿t move my legs at all¿. After ¿they turned it down¿ it took the patient two weeks for the baclofen to get out of her system and her for muscles to return to where they were before. The pump had been turned down ¿about a week¿ following the event and it was turned down from 75mcg to 48mcg. The device system was used to deliver baclofen. Additional information was later reported that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were ¿mostly, I hope¿ resolved. It was noted that on (B)(6) 2013 the patient¿s baclofen dose dropped from 74.4 mcg to 68.9 mcg and on (B)(6) 2013 the patient¿s baclofen concentration on refill was cut from 1,000 mcg/ml to 500 mcg/ml. It was later reported that the patient had a return of symptoms. It was noted that the patient¿s first refill on (B)(6) 2013 and they changed the patient¿s concentration ¿in the hopes that with the pump running faster it would eliminate this issue¿. It was reported that the patient legs were good until (B)(6) 2013 and then were weak again and the patient called their healthcare provider. It was noted that the patient¿s legs on (B)(6) 2013 were strong again until (B)(6) 2013 and they were weak again. It was reported that the patient¿s legs were strong again on (B)(6) 2013 and then the night prior to report that patient thought that they felt something in their legs got weak again. It was noted that the patient saw a healthcare provider on (B)(6) 2013 and the patient said their healthcare provider thought it was related to the pump, ¿maybe valve, patient is wondering if could be catheter kink¿. It was reported that the patient¿s hcp told the patient these were not typical ms patterns. It was noted that the issue happens every 2 days and usually when the patient wakes up in the morning or after reclining in a chair. It was reported that when the patient goes to bed they are fine but either during the night or in the morning the patient notices the change. It was noted that the patient would use a motorized bed and sleeps on flat back 95%. It was reported that the patient hardly brings their head up and that sometimes the patient¿s knees are bent especially when they go weak. It was reported that the patient had an appointment the following day at the time of report. It was noted that the patient also keeps an ipod and computer right next to her and sometime s holds computer right against her stomach. It was reported that the patient also would use a power chair and when the patient is strong they can stand for a couple of minutes with support but when the patient is weak they can barely stand even for 2 seconds and the had to hold on to something for complete support. It was noted that the patient cannot twist/bend since sometime in july do to recovering from surgery. Additional information has been requested, but it was not available as of the date of this report.